Event description:
Patient was being monitored by telemetry monitor. The patient felt the telemetry unit was warmer than normal and notified the clinical staff. The unit was removed and another placed on the patient.